Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2008 - patient was implanted with the bard soft mesh during an unspecified pelvic procedure. The attorney's report alleges pain and suffering, disability, defective mesh.

Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The attorney's report alleges that the patient was implanted with a bard soft mesh during an unspecified pelvic procedure. No specific device failure has been alleged and medical records have not been provided. We have, however, contacted the initial reporter to request additional information. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. Additionally, no sample has been returned for evaluation. This MDR includes all patient, event and device information davol has received to date. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted.